Event description:
Patient reported "one implant ruptured" and mention recall. Healthcare professional later reported right side "evidence of encapsulation and contracture" baker grade IV, "there is no visible rupture, but there is exudate from the implant that can be felt when palpated", and "silicone permeability". Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2013. Clarification to h6 adverse event problem: per additional information from physician regarding reason for removal and review of the events by abbvie medical safety, a0412 material rupture is being un-reported. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "fluid discharge" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV; "exudate from the implant".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported one implant ruptured, confirmed via mammogram and ultrasound. Also mention recall. Later, healthcare professional reported "a small, solid, oval nodule measuring 6x2 mm in r12, another nodule measuring 12x5x10 mm in r2, and another nodule measuring 10x4 mm, implant with mild lobulations, 2-3 mm capsule, without abnormal collections". This record is for the right side. Device remains implanted.